Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly inside the returned lantern. Evaluation revealed that the pusher assembly was fractured at the distal tip. If the pod coil is retracted against resistance, damage such as a fracture on the pusher assembly may occur. This damage contributed to the embolization coil detachment. The resistance was due to the ovalization on the returned lantern. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils, a lantern delivery microcatheter (lantern), and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a pod coil through the lantern, the physician experienced resistance and the lantern kicked out of the target vessel outflow. The physician then attempted to push the lantern back into the target vessel; however, the lantern looped in the aneurysm before going into the outflow. The physician then pulled the lantern back to straighten it out. While attempting to advance the pod coil out of the distal end of the lantern, the physician noticed that the pod coil was stuck and decided to remove it. Upon removal, it was noticed that only the pusher assembly of the pod coil was removed and that the pod coil had unintentionally detached within the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using a new pod coil and a second lantern. There was no report of an adverse effect to the patient.